Event description:
"Safe-t-centesis tray opened and prepared for use when it was noted that the needle was bent without being used. Product sequestered in [redacted name] office. The needle out of the packaging was more bent than picture depicts. Carefusion safe-t-centesis 6fr catheter drainage tray. Cat. Pig1260t, lot # 0001554549, exp date [redacted date]." Manufacturer response for carefusion safe-t-centesis 6fr catheter drainage tray, carefusion safe-t-centesis 6fr catheter drainage tray (per site reporter) [redacted date] contacted materials to facilitate return to vendor. [Redacted date] sample delivered to [redacted address]. [Redacted date] emailed [redacted name].